Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white precipitate was observed in the injection ports of two (2) clearlink duo-vent continu-flo solution sets. This was identified during priming and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : two (2) actual devices were received for evaluation. Visual inspection using naked eye was performed and revealed a white stain inside the third y-site of both samples. The analysis concluded that the white stain is solvent. The reported condition was verified. The cause of the reported condition was due to production during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.